Event description:
Healthcare professional reported through device tracking right side "granulation tissue inside pocket, chronic seroma, no infection." The event "granulation tissue" is consider not related to device. Device has been explanted.

Manufacturer narrative:
Initial reporter email - (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: seroma.